Manufacturer narrative:
Device not returned.

Event description:
It was reported that although the pump was audible when an alert/alarm occurred, the pump did not vibrate. There was no reported adverse impact to customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.